Manufacturer narrative:
Follow-up #1; date of submission: 11/11/2016. The device has been returned and evaluated by product analysis on 10/19/2016 with the following findings. The battery compartment was cracked at the threads on the side and below the grip pad. A test battery cap was able to fit securely to maintain an electrical connection. The pump powered on with auditory and vibration alerts to a blank screen. The pumps cover was removed, and the upper eeprom u22 component was found to be cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Serial #: (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged no power to the pump and damages to the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.